Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope image is sharp only for close look, not from the distance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: b5, d8, d10, g3, g6, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope's image was sharp only for close look, not from the distance. The issue occurred during therapeutic laparoscopic repair of recurrent inguinal hernia on the right procedure. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.